Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was hospitalized as the device was not functioning normally and the patient was unresponsive. The competitor's right ventricular (rv) lead exhibited high thresholds. Upon device interrogation, it was noted that there was no sensing in the left ventricular (lv) lead as the lv lead was placed exterior. A chest x-ray was then perfomred and revealed a lv insulation issue near the subclavian. A revision procedure was performed. After opening of the pocket, the physican experienced placement difficulty of the new lv lead. Upon removal of the old lv lead, it broke and tore in two near the subclavian. The tip of the lead could not be removed and inadvertenly was left in the patient. The procedure was completed and no addtional adverse patient effects were reported. The device remains in service and the left ventricular (lv) lead was surgically abandoned.